Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 health effect-clinical code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Pre-procedural imagery was provided, and the following was observed: presence of calcification within the surgical valve. Device-related imagery was provided, and radial and longitudinal balloon burst, flared distal balloon wings, and stretched balloon spring were observed. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The balloon burst was confirmed based on provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as it was reported that the balloon burst was attributed to calcium on the posts of the surgical valve and imagery revealed the presence of calcification. In this case, the presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The difficulty withdrawing the delivery system from the deployed valve and missing delivery system balloon material resulting in unexpected medical interventions were confirmed based on the provided imagery. Available information suggests procedural factors (withdrawal of burst balloon / device manipulation) likely contributed to the event. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on valve frame, which would have then led to the experienced retrieval difficulty. Under such conditions, additional pull force/device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences field clinical specialist, a non-ew valve underwent a transcatheter mitral valve-in-valve procedure with a 29mm sapien 3 ultra resilia (s3ur) valve. During the procedure, the s3ur transcatheter heart valve (thv) was fully deployed. However, complications arose during deployment. The implanting physician noted significant resistance with approximately 2-3 cc of volume remaining in the inflation device, at which point the commander delivery system balloon ruptured. The resistance during inflation was attributed to the size difference between the surgical valve internal diameter (26mm) and the size of the thv (29mm). The balloon burst was attributed to calcium on the posts of the surgical valve. Attempts to retrieve the delivery system (ds) were unsuccessful, as it appeared to be caught on the thv frame and could neither be advanced nor withdrawn. To resolve the issue, a 16 mm peripheral balloon was inflated adjacent to the ds and within the thv. This maneuver allowed the physician to manipulate and remove the ds. Upon removal, a circumferential tear was observed in the ds, and a portion of the distal balloon material was missing. No damage to the sheath was observed. Despite the complication, the patient remained in stable condition following the procedure. The thv was successfully implanted. The physician ordered a post procedure CT to determine whether a piece of the ds balloon remained in the patient. The CT showed a foreign object in the abdominal aorta. On post operative day 1 the physician used a snare and removed a piece of the ds balloon that was still in the patient.

Manufacturer narrative:
Investigation is ongoing.